Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, noise was sensed on the atrial lead triggering a short episode of automatic mode switching. There were no adverse consequences for the patient and the lead will continue to be monitored.